Manufacturer narrative:
Analysis on the returned battery resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that when the battery was connected to a known good ups and allowed to fully charge before testing. With a load applied consisting of a 500w lamp and under battery power the ups shut down almost immediately. The battery will not hold a charge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery needed to be replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that the system had been plugged in for 2 days and dies after being unplugged. The issue was found during general checkout and no patient was involved with the issue; the battery was replaced and the issue was resolved.